Manufacturer narrative:
H10: h3,h6: the reported curved ultra fast-fix assembly, used in treatment, was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No suture or ts remain on the delivery needle, however a 12 inch length of suture was returned. Examination of the suture showed no abnormalities. The trigger has been fully advanced and locked with the handle indicating a complete deployment, an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent advancement of the trigger during deployment of t1 causing the simultaneous deployment of t2. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery after t1 was deployed, it was found that t2 was missing. T1 was removed from the patient and a backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.